Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt discontinued use of the infusion device because of a problem with the insulin delivery. The pt experienced elevated blood glucose levels for two days. She stated that insulin is not delivered through the infusion set because the piston rod does not work properly. The pt does not think there are any problems with the insulin cartridges or infusion sets, but during the day she thinks the infusion device fails to deliver insulin due and causes elevated blood glucose levels. The pt switched to her backup infusion device and she did not experience any further problems. Her device did not display any error or alert messages. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.